Event description:
National complaint coordinator reported low ultrafiltrate volumes that were suspected to be inaccurate using the homechoice pro cycler for apd therapay. Complaint coordinator reported that a patient (pt) previously used the pac-xtra cycler and obtained ultrafiltrate volumes of 100mls. The pt was placed on the homechoice pro cycler with a fill volume of 80mls received a low ultrafiltrate volume of 35mls. The pt was allowed to drink ahd the clinicians expected an increase in weight due to the reduced ultrafiltration, however, this did not occur. The pt was placed back onto the pac-xtra cycler and the volume of ultrafiltrate removed increased. The national complaint coordinator reported that use of the homechoice pro in low fill mode leads to reduced ultrafiltration volumes as compared to using the pac-xtra cycler for apd therapy. There was no patient injury or reactions reported as a result of this incident.